Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure, it was noted that the patient had no atrial sensing. The patient was transferred to another hospital for reimplant. On jul 31, 2024, during the reimplant procedure it was noted via chest x-ray that both the right atrial lead and the right ventricular leads were incorrectly implanted in the patient¿s left ventricle. The leads were successfully repositioned into the right atrium and right ventricular after left subclavian artery stenting. The patient was not pacemaker dependent and had no symptoms from the misplaced leads and was hemodynamically stable during and after the procedure.